Event description:
It was reported an infection occurred. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found.